Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 30 minutes post implant of the implantable pulse generator (ipg), the patient presented a heart beat rate of 35 beats per minute (bpm). X-ray imaging, confirmed placement of the right ventricular (rv) lead. A revision procedure was performed, and a different rv lead was implanted, and connected to the ipg. However, the patient had not ventricular stimulation provoking asystole. The ipg was removed, and replaced with a different device. The rv lead and ipg were connected, and the patient experienced correct pacing rhythm. No further patient complications have been reported as a result of this event.